Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. No lot release and sterilization records were reviewed because no product lot number was reported. The omnipod¿s user guide warns to "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," and ¿to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs."

Event description:
The patient reported that after wearing the pod she noticed the site was irritated, there was large blister and it was leaking clear liquid. She also stated that she recently switched to a new soap for sensitive skin and is not sure if this is related to her skin irritation. She went to see her doctor who prescribed her petrolatum gauze and gauze band aid to be applied over her site. She also mention that she has a follow up appointment today and that her site is getting better.